Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the imaging system. It was reported that the rep could not reproduce the gray images and they checked the connection logs and everything looked good. A full system checkout was performed and the system passed all tests. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that after the site had taken 2d shots, the images were coming through grey. The site used a different imaging system to complete the case. Afterwards the site rebooted the system and the 2d images appeared to be coming through okay, not perfect though. The site did not take a 3d spin. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.